Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, fatigue, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was replaced with events from pfs: dysmenorrhea (cramping), bloating, fatigue, weight gain. Laboratory data was added. Essure removal date and procedure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("bloating") and migraine ("migraines /headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, fatigue, weight increased, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, migraine and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. New event added: migraines /headaches. Reporters was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.